Event description:
Pt presented to facility with swollen, painful red areas. Pt had open reduction and internal fixation of pathological fracture of left hip 2 yrs ago. During removal, there was a large pool of pus from the upper part of the plate as well as the longer side. No pus was extruded from the compression screw. The inferior screw in the plate extruded some pus as it was removed.